Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll san jose for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the encoder shaft symptom was sticky and one of the shoulder screws was missing. The autopulse platform is a reusable device and was manufactured on 09/20/2008. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear which is unrelated to the reported complaint. A review of the archive was performed and found user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) occurred during the event date on 09/20/2016; thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited user advisor (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was defective. In summary, the customer's reported complaint of the platform exhibiting ua 07 was confirmed during archive review and functional testing. The root cause was attributed to a defective load cell 1.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Biomed reported that they were using a fully charged battery at the time and the lifeband was installed correctly. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No patient involved with this event. No additional information provided.